Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced persistent ¿63 ¿ vibe i2c communications¿ alerts despite a restart, ceased pump use, and transitioned to backup therapy, with a highest reported blood glucose of 325 mg/dl while using a dexcom g7 cgm. Symptoms included numbness, lethargy, and typical manifestations of hyperglycemia. Outcomes included user interruption of therapy and reliance on backup methods without professional medical intervention or ketone testing. Investigation included troubleshooting and education, confirmation of shipment of a replacement device, and instructions to shut down the ilet, sync data to the mobile app, and return the original device. Investigation of this case revealed a device communication malfunction consistent with a hardware issue involving the electronics subsystem, characterized by internal i2c communication faults. It was concluded that the cause was a device malfunction due to hardware communication failure.